Event description:
It was reported that during device replacement due to normal eri, externalized conductors were observed. The physician noted there had been no electrical anomalies previously, however he elected to extract the lead. After the lead was extracted using a laser sheath, the patient's blood pressure decreased. The physician performed open heart surgery to attempt to repair the vein tear. The patient expired shortly after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.